Event description:
A rotator test was done and it was determined there was no rotor movement. "Pump is stopped but they could get a reading." Pump placement is scheduled. A follow up report will be sent when additional information is received.